Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 75% stenosed target lesion was located in the non-calcified, moderately tortuous mid left anterior descending (lad) artery. Pre-dilatation was performed with non-bsc balloon. Several attempts were then made to cross the lesion with a taxus liberte' 2.75x28mm stent but were not successful. The stent delivery system was removed from the patient and it was noted that a stent strut was flared. The procedure was completed with an unspecified different device. No patient complications were reported and the patient status is reported as "good".

Manufacturer narrative:
Pt - 18 years or older. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).